Event description:
This is a report from a physician in (B)(4) of a patient who had an exit site/catheter infection and was hospitalized with peritonitis on (B)(6) 2010. The patient was treated with unspecified antibiotics (intraperitoneal). On (B)(6) 2010, the patient was recovering from the event. The reporting physician stated the event was not related to dianeal n and extraneal therapies since the event was led by the exit site/catheter site infection (tunnel infection) and requested that baxter deliver a clean flash device.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The assignable cause of this reported problem of peritonitis was the patient's medical condition.

Manufacturer narrative:
(B)(4). The product used is unknown and therefore the 510(k) entry field is left blank. As the patients discard supplies after each therapy, the sample was not requested.